Event description:
A customer in (B)(6) notified biomérieux of a false positive cefoxitin screen result when testing a staphylococcus aureus patient isolate with the vitek® 2 ast-gp67 test kit (ref 22226, lot 1321025203). The customer retested the isolate with the vitek® 2 ast-gp67 test kit (ref 22226, lot 1321025203) and obtained a negative cefoxitin screen result. Alternative testing was performed using an oxacillin screening agar plate. No growth was detected on the oxacillin screening agar plate (susceptible). The customer reported that the initial discrepant result did not lead to a delay in reporting. The discrepant result was not reported to the physician and the patient was not treated inappropriately. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in (B)(6) regarding a false positive cefoxitin screen result when testing a staphylococcus aureus patient isolate with the vitek® 2 ast-gp67 test kit (ref 22226, lot 1321025203). The customer retested the isolate and obtained a negative cefoxitin screen result. Alternative testing was performed using an oxacillin screening agar plate. No growth was detected on the oxacillin screening agar plate. Biomérieux investigation was conducted; however, the customer did not comply with biomérieux's request for isolate submittal. Vitek 2 ast-gp67 lot #1321025203 met final qc release criteria. This lot passed qc performance testing. No ncmrs were written against the lot. Ncmrs were reviewed for the last 13 months (07sep18-07oct19). No ncmrs were written for the ast- gp67 card for performance issues. Review of complaints against ast-gp67 card lot 1321025203 did not indicate a trend for this card lot. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. No further investigation is possible.